Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a knife was dull during a cataract procedure. The procedure was completed after replacing the product. The involved eye and the patient identifier are not available. There was no patient harm. Additional information was received indicating that there were 3 used dull knives. Additional clarification has been requested; however, further information has not been received.

Event description:
Additional information was received indicating that there were 3 used dull knives. Additional clarification was received indicating that the knives were found to be dull during the same procedure.

Manufacturer narrative:
Additional information has been received in b.5, d.10, g.1, g.2, h.3, h.6 and h.10. Three used samples received in plastic case. Also two unopened boxes where received. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to manufacturer's acceptance criteria. 100% final inspection is performed for this product. The samples where visually inspected with the aid of a photomicroscope and with various magnifications. The customer¿s complaint could not been confirmed. One sample shows a damage on the top. As it pass the 100% inspection and qc inspection it could be concluded that it left the production according to the manufacturing specifications and the damage could be due to external impact during handling. It was found that the three used samples meet the specifications and show sharp blades. A root cause could not be determined because the samples meet the specifications. It could be that the event was related to the patient conditions or no product factors. The manufacturer internal reference number is: (B)(4).